Event description:
The physician was unable to advance the coil out of the introducer sheath. Physician locked the introducer sheath of the coil into rotating hemostatic valve (rhv) then unlocked the sheath and went to advance coil. Then it was not able to be advanced. He then removed the coil from the rhv and attempted to advance the coil out of the sheath on the back sterile table but it did not exit the sheath. Another coil was selected and successfully deployed. Failure analysis discovered severe kinking and compression damage to the proximal end of the coil upon return.

Manufacturer narrative:
The physician was unable to advance the coil out of the introducer sheath. Physician locked the introducer sheath of the coil into rotating hemostatic valve (rhv) then unlocked the sheath and went to advance coil. Then it was not able to be advanced. He then removed the coil from the rhv and attempted to advance the coil out of the sheath on the back sterile table but it did not exit the sheath. Another coil was selected and successfully deployed. Located proximal 6.2 cm off the distal tip of the green introducer is the ball tip. Located 11.0 proximally off the distal tip of the green introducer, the coil protrudes outside of the sheath. The coil and the dried blood pattern shows snaking. The distal section of the coil with the ball tip is stuck inside the introducer by a blood mixture (blood, contrast, and protein) . The coil had to be retracted proximally through the sheath. Upon opening the sheath, it was found that the proximal end was severely buckled and compressed. During retraction, the coil was found to have been stuck inside a blockage and stretched. The distal stretching occurred during the removal of the coil. The coil was found to have been anchored by a blood mixture inside the introducer sheath. The blockage had to be dissected out of the introducer sheath. The blood mixture includes contrast and protein. Except as noted, the remainder of the coil is undamaged. View of a cleaned ball tip. View of the proximal end of the coil. The detachment fiber is intact and undamaged. The coil was returned severely damaged. The evidence strongly suggests that a blockage consisting of a blood; protein; and contrast mixture may have produced a significant field of resistance. This blockage most likely stopped the advancement of the coil inside the introducer sheath. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿continuous saline flush set-up:to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Connect a three way stopcock to the rhv sidearm; and attach a line to the stopcock for the continuous infusion of solution. Carefully select an appropriately sized infusion microcatheter based on the size of the selected micrus microcoil system. Note: a catheter with a 0.017 inner lumen will accept all sizes of the micrus microcoils. Insert the infusion microcatheter into the rhv connected to the guiding catheter hub. Attach a second rhv to the hub of the infusion microcatheter. Connect a one way valve stopcock to the rhv¿s sidearm; and attach a flush line. Adjust the hydrostatic pressure to 300 mm of hg and maintain an open flush throughout the procedure. Check to ensure that all fittings are secure and that no air is being introduced into the system during active flushing.¿ although a definitive conclusion cannot be made, based on the analysis, it appears blockage consisting of various debris may have been the initial cause of the damages observed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.